Manufacturer narrative:
Estimated date . The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that during an unspecified procedure using a proglide device, when opening the foot of the device, it got wrapped in a calcium plate. The operator thought the device was on the wall of the vessel. The operator proceeded with the procedure, performed the step by step correctly, but at the end of the procedure, the patient's foot pulse was checked and it was noticed that there was none. The operator opened the incision site, and found that the device was adhered at the two walls of the vessel, closing the circulation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.